Event description:
A pt contacted our (B)(4) affiliate on (B)(6) 2010, to report the pt developed a corneal ulcer while wearing acuvue oasys lenses. The pt reported experiencing "stinging pain" immediately following lens insertion. The pt said it was "as if cleaning solution was not neutralized." The pt reportedly removed the lens immediately and soaked it in cleaning solution for a day. The pt reported trying the lens the following day and experienced the same pain. The pt inserted the lens in question in the other eye and experienced the same pain in that eye. The pt said he/she had visited an eye care professional (ecp) and had stopped wearing contact lenses. After the pt stopped wearing contact lenses, he/she developed a corneal ulcer. The pt no longer wears contact lenses. The pt provided the lot number of the product in question. The pt refused to provide any additional info. We do not expect to any additional info. The product was requested but has not been received at this time. It is not known if the pt will send the product for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l001dzd was produced under normal conditions. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional info is received, we will report it within 30 days of receipt. (B)(4).

Manufacturer narrative:
Device labeling: single use or reuse. Device not returned. No evaluation will be performed. No conclusion can be drawn.